Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the instrument¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing a l4-s1 posterior lumbar fusion with depuy expedium 5.5mm rod system. While placing the right s1 screw (179712050 - 7.5mm x 50mm poly screw) the screwdriver tip broke off in the tip of the screw. There was a lot of torque while placing the screw. Dr. (B)(6) did undertap with a 6.0mm tap prior to placing the screw. Dr. (B)(6) decided to leave the screw in place and retrieve the driver tip fragment. It did not come out easily. Dr. (B)(6) ended up using a metal cutting burr to burr out the driver tip. He said that he cut the driver tip into several pieces while suctioning out the fragments. The driver tip was successfully retrieved but is not available to send in since it is in the suction cannister. The delay time was 7 minutes. The procedure was successfully completed with no harm to the patient. The broken driver will be returned. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.